Manufacturer narrative:
The alleged medical device will not be returning for investigation. Information received about this event was through received pmcf data. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should a device be returned to the manufacturer an investigation will be opened.

Event description:
During a review of pmcf data. An alleged incident involving a pericardiocentesis access needle (18g) from within the kit was observed. The account alleges during use of the 18g access needle the patient suffered an infection. The patient required four days of IV antibiotics. No additional information is available.